Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon went in to catch the specimen and get it out, the device tore. The surgeon tried to use another device and it also tore. The case was completed with a third device of the same product code. There were no patient consequences reported. The device was disposed of.